Manufacturer narrative:
During testing, the device in question (serial number (B)(4) was programmed to deliver 40 ml, however, it delivered 58 ml. (B)(4) underwent flow calibration to correct the observed malfunction. This malfunction was observed, repaired, and reported by walkmed infusion's authorized service center. Review of the manufacturing records did not reveal any nonconformities related to the observed issue. Device wasn't returned to manufacturer.

Event description:
During testing, the pump in question (serial number (B)(4) failed the delivery accuracy test. (B)(4) was programmed to deliver 40 ml, however, it delivered 58 ml.